Event description:
A journal article was reviewed which contained information regarding this lead. During the implantation of the system, the right ventricular (rv) lead caused a perforation. The rv lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: incidence, management, and prevention of right ventricular perforation by pacemaker and implantable cardioverter defibrillator leads. Pace pacing and clinical electrophysiology. 2014;37(12):1602- 1609. An email was sent to the author requesting additional information, with no reply as of yet. (B)(4).